Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the implantable cardioverter defibrillator had dents along the bottom. It was also noted that when the physician tried to insert the right atrial lead into the header the lead could not be inserted due to material stuck inside the header. The physician was unable to remove the material. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of foreign material in the atrial port resulting in lead connectivity anomaly could not be confirmed. Final analysis found that visual inspection of the lead bores prior and after device decontamination was performed and no foreign material was observed inside the lead bores. The reported event of dents along the bottom portion of the device was confirmed. However, the dents are consistent with procedure related damage during use. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.